Event description:
It was reported that the pump touchscreen will "lock while calculating and go black." There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.